Event description:
It was reported the patient had been ¿receiving intermittent stimulation¿ 24 days prior to initial report. The patient then ¿lost stimulation around that time¿ and experienced ¿less than 50% therapy relief¿ at their device pocket. The patient was also ¿unable to communicate¿ when using a recharger or patient programmer. It was determined the patient¿s implantable neurostimulator (ins) had ¿over-discharged prematurely¿ at the time of report. The over-discharge was the patient¿s first and was successfully cleared with a physician mode recharge (pmr). An unspecified power on reset (por) message also occurred and was successfully cleared. It was noted the patient was on ¿high density stimulation settings and was recharging one to two times per day, every day.¿ the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had "reduced capacity due to overdischarge."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the company representative indicated the ins had been explanted and replaced with a different manufacturer's device. The ins was removed because the patient indicated the recharge burden was too great given the minimal pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.